Manufacturer narrative:
H6: device code a020503 captures the reportable event of packaging seal compromised.

Event description:
It was reported that a contour injection ureteral stent was to be used in a laser lithotripsy. During unpacking, it was noticed that the packaging was torn. It was reported that the product could be contaminated. The procedure was completed with another of the same device and there were no patient complications reported.